Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016. The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings. The last basal delivery and the last bolus delivery were on (B)(6) 2016. A review of the total daily doses added up correctly and reflected the users programmed basal rates. During investigation of the returned pump, a call service cs69 alarm was reproduced at power up. The pump was unable to recover from cs69 after reboot so further testing was unable to be completed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 10 mg/dl with seizures, confusion, cognitive impairment and loss of memory associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with IV fluids and a glucagon injection. It was reported that the patient's healthcare provider made recent changes to their basal rate. The patient received a call service (cs 069) alarm today that was unable to be cleared; therefore, troubleshooting of the pump could not be completed. This complaint is being reported based on the allegation against the delivery function of the pump.